Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system drawer had failed repeatedly and displayed "storage space failed" error message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system drawer had failed repeatedly and displayed "storage space failed" error message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 failed. The field service engineer (fse) adjusted the latch block, which initially resolved the issue. Observed signs that the wheels were catching slightly. This time, the unit was not consistently recovering. Cycled the lock in hardware test application, then shut down the unit, reseated all cables, checked for damage, and cleaned the sensors. After reboot, tested the unit and all functions passed successfully. The system functioned as intended after the field service engineer resolved the issue.